Event description:
It was reported that the device was displaying a service indicator. The physio-control field service representative was unable to download the fault log. Upon evaluation by physio-control, it was observed that the device was unable to be used for defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed multiple components with damage resulting from excess current flow. The component root cause of the reported failure was not determined.